Event description:
The pt stated, 3-5 of his infusion sets have broken at the luer connection over the past month. He stated, that with the most recent incident, he felt like it "was loose from the get go." He used the infusion set anyway and 2 days later, the tubing broke at the luer lock, while he was sleeping. He stated, the other two infusion sets broke in the same place after 6 days of use. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.